Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the healthcare professional. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.05. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised, including admission to the intensive care unit, with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 540 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling physically unsteady, generally unwell and that there was redness around the infusion site. The patient was treated with insulin intravenously and through his port. The pod was removed at the hospital and discarded. The patient was released the following day ((B)(6) 2025).